Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver 500ml or normal saline at an unspecified rate. The cair clamp was being used to regulate the flow of solution. After an unspecified length of time is use, the customer contact reported the solution container was empty. There were reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.